Manufacturer narrative:
This report is being presented as follow-up no 1 to provide a correction to section h6. On the initial MDR type of investigation code 4102, it was incorrectly submitted. Therefore, the section for type of investigation has been revised to reflect the correct codes.

Manufacturer narrative:
A1: patient identifier: requested, not provided a2: age or date of birth: requested, not provided a3a: sex: requested, not provided a3b: gender: n/a a4: weight: requested, not provided a5: ethnicity: requested, not provided a6: race: requested, not provided d4: lot #: unknown d4: expiration date: unknown d4: UDI: not applicable d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e1: phone number: requested, unknown h4: device manufacture date: unknown. The actual sample was unavailable for evaluation; instead, reference photographs were provided. The non-terumo protector's length is shorter than that of the reported item's protector. Additionally, the cannula length is longer than the non-terumo protector. The issue was verified using the complaint details and reference photos of the actual sample. The user mistakenly used the incorrect protector cap for the product. This cap, belonging to the infusion set, is shorter than the reported item's protector cap, leading to the needle piercing the cap and causing a needlestick injury. A review of the device history record and a process check were performed, revealing no nonconformity reports related to human error during the production lot. Before mass production, component validation was carried out. The protector is affixed using an automated machine that applies uniform force to ensure a secure fit onto the needle, with both the process and machine parameters validated. There are three components involved in assembling the needles, each with specific functions; notably, the protector cover is designed to safeguard the needle tube before use. The terumo needle has passed the design validation phase. Each cannula length corresponds to a specific protector height, as confirmed during pre-production validation. The root cause of the complaint is a user error, as the short protector is attached and not fit for the reported needle resulting in a needlestick. The protector design has features and dimensions. Each cannula length has an equivalent protector height. All components of the needle are validated prior to manufacture. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955.

Event description:
The user facility reported that to prepare for the flushing of the infusion line, which occurs after administering antibiotics, the user attached the product to an ss-0ssz, drew sec from the saline ampule, and then recapped it with a protector on a workbench. A nurse, responsible for the patient, came into the room with a syringe filled with saline, which was connected to a needle with an attached protector. The nurse then detached the syringe and connected it to a surplug ad to flush with saline. After flushing, when the user reattached the protector to the syringe, they experienced pain on the side of their left hand. An inspection revealed that the needle tip was protruding from the protector's tip, causing a stick injury. Upon further examination at the nurse station, it was discovered that the protector attached was actually for the infusion set (ti-u751p). The user realized that the needle tip had pierced through the protector due to its insufficient length. The injured nurse reported not anticipating that the needle would extend beyond the protector's tip. The event occurred pre-treatment. The patient was not injured during the event and medical/surgical intervention was not needed. 16 may 2024; the actual number of samples: 1 piece (short protector only). One short protector was received; no package was returned. Puncture marks were confirmed on the tip of the protector. This protector resembles one of our infusions set products and is approximately 42mm in length. Additionally, one unused sample was received without packaging. It arrived attached to a syringe, and the needle tip exhibited no irregularities.